Event description:
The customer reported to baxter (B)(4) of a clearlink system continu-flo blood/sol set in which the "IV line split apart and seems to be at joint of distal luer lock and tubing." It is unknown when the event occurred. Patient involvement is unknown at this time. There is no report of any patient injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received without pouch for evaluation. Upon visual inspection, a portion of the set starting from the second clearlink luer activated valve was missing and the solvent stain is present at the tubing end. The reported condition was confirmed. An evaluation by producing 4 samples of identical joint by the assembly machines under normal production condition followed by applying an external force to separate the joint at clear link luer activated valve was conducted. The samples exhibited a similar failure. Therefore, the reported condition is possibly due to excessive force exerted on sets by the user. However, a definitive root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.